Manufacturer narrative:
The event returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: lap chole. The green bead at the end of the device, i.e. Just in front of the bag, came off, causing the bag to end up in the abdomen because the bag comes loose from the tension spring. Comment from market implementation specialist: you can use the translation, however you can also use that the bag came loose from the metal prongs. It might be more clear for the engineers. Additional information received by email from applied medical representative on 21 and 29sep21: the bag fell off immediately upon deployment. The event date was (B)(6) 2021. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the tissue bag was detached from the metal supports. The pawl, an internal component of the device, was deformed. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by retraction of the actuator prior to full deployment of the tissue bag, resulting in the deformed pawl. Per the instructions for use (IFU), the user should, "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Event description:
Name of procedure being performed: lap chole. Detailed description of event: the green bead at the end of the device, i.e. Just in front of the bag, came off, causing the bag to end up in the abdomen because the bag comes loose from the tension spring. Comment from market implementation specialist: you can use the translation, however you can also use that the bag came loose from the metal prongs. It might be more clear for the engineers. Additional information received by email from applied medical representative on 21 and 29sep21: the bag fell off immediately upon deployment. The event date was (B)(6) 2021. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.